Event description:
It was reported that when the patient presented to clinic, non sustained rv oversensing due to post paced t wave oversensing was noted. Patient was asymptomatic. Programming changes were made and the patient will be monitored.